Event description:
It was reported that the leads exhibited elevated capture thresholds. An attempt to extract the leads was made in 2013, but aborted due to low blood pressure and unstable slow vt. The system was successfully explanted at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 3.8-4.0cm, 4.4-4.6cm, and 11.9-12.0cm from the proximal end of the svc shock coil, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 7.7-9.1cm from the proximal end of the svc shock coil. Externalized conductors due to internal insulation abrasion were noted at 0.6-5.5cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. Without return of the entire lead, a complete analysis could not be performed.